Event description:
The reporter stated that the product was implanted in error into a patient during a craniotomy for a brain tumor. The expiration date that was printed on the device label was october 2009. The product was sent to the hospital in (B)(6) 2007 and was part of the hospital inventory. The hospital operating room staff did not check the expiration date on the product label. The event was noticed a day or two later during maintenance of the hospital's implant log. There has been no report of a related adverse outcome for the patient to date.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.